Event description:
The product was used during the removal of the port-system with catheter. The implanted catheter was torn in two parts. The surgeon was unable to remove both parts. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/04/96 - supplemental report #1 sent to FDA. Additional information entered in d9. Device evaluation indicated and codes entered in h3 and h6. The returned catheter wa examined and was found to be damaged. This damage is consistent with mechanical abrasion resulting from being trapped in the anatomical pinch point between the clavicle and the first rib. The instsructions for use which accompany each product shipment caution the user regarding the application of the device in this area.